Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the insulin pump's act and up buttons were sticking. The caller also stated that there was visible condensation behind the display. Blood glucose level at the time of the incident was not provided. The customer's wife did not recall any significant events leading up to these issues. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.